Manufacturer narrative:
The actual unit involved in the incident is not available for evaluation, however, representative units will be returned. Additional information regarding this incident has been requested. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
When pressing on the button to retract the needle, the needle disconnected and stayed with the catheter in the patient. The needle and catheter had to be removed together and the patient was re-stuck.